Event description:
It was reported to kendall that a pt reported that a needle broke in use. Pt reported that when giving self an insulin injection in 2001 with a monoject insulin syringe 28g 1/2 cc, the needle broke off in pt's upper, outer, right thigh. The pt stated the area where the injection was given turned black and blue. The pt also stated that did not require any medical attention. The pt also reported that the next day when the pt was drawing up insulin with another one of the needles, it broke off. Samples from same lot number were received in 8/01 and forwarded to plant.